Manufacturer narrative:
Additional information indicates that the device is available and expected to be returned for investigation. Correction. D4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H6: product experience code changed from use against labeling and updated to no reported device problem, no apparent adverse event. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in h6(medical device problem code).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that a decision was made to lower the p level down to p2 to begin weaning the patient. It was noted that the flow was maintaining around 0.3 l/min. After discussing concerns of clot and weaning process from the impella rp flex. The dr. Agreed to increase the flow; however, the attending dr. Refused. Additionally, they have been keeping the activated clotting time (act) levels subtherapeutic, around 120 or lower. The team was informed that the recommended act should be between 160-180 secs but due to the patient¿s recent cardiac surgery, they opted to keep the act lower.